Manufacturer narrative:
Evaluation result: fowler, release bracket.

Event description:
It was reported by service report that the fowler was stuck and would not rise. No patient involvement or adverse consequences are reported.